Manufacturer narrative:
(B)(4).

Event description:
A critical alarm due to zero ml reservoir volume was reported. The pt experienced increased pain and increased blood pressure. It was noted that the pt had 'transportation issues, so she missed her refill. Since the pt had not been receiving intrathecal medication since october the pump was filled with a lower concentration of medication. The pump was then set to minimum rate to bridge the pt until the tubing and catheter were primed with the new medication. Per the rptr, the pt was receiving pain relief. On (B)(6) 2011, it was reported that the pt was experiencing increased pain. The hcp was unable to withdraw csf, so the decision was made to schedule a revision to replace the pump and catheter. This decision was based on the pump going dry, pt's age, and the catheter possibly not being in the intrathecal space. The pump was used to deliver dilaudid.